Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed selftest, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was received with intermittent buttons due to flattened act button. No display ramping on its own anomaly noted. The insulin pump was received with scratched lcd window and case. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 92 mg/dl. Troubleshooting was not performed. The device was returned for analysis.